Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 5 mm distal to the distal end of the proximal marker band. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues along the length of the device that could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-july-2017. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10 mm x 2.75 mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that a pinhole was noted on the balloon.